Manufacturer narrative:
Exemption number: e2014018. Batch history review. The device quality and manufacturing history records had been checked for the available lot number. The device history file has been checked and found to be according to the specification valid at the time of production. No similar incidents have been filed against this production batch. Investigation: the component was examined both visually and microscopically; the nt12r was broken at the adapter end. The broken-off piece is not available for investigation. The fractured surface was very small; therefore, it was hardly possible to analyze the surface of the fracture. There are no visible blowholes or foreign inclusions on the fractured surface. There was no evidence indicating a manufacturing or material problem. Most likely, excessive force from the working end was overloaded during application or fall on the bottom and the adapter end broken off. Based on the information available as well as the result of the investigation, the root cause of the failure was most likely attributed to usage of the device. No further corrective action/preventive actions necessary at this time.

Event description:
It was reported that a piece of a screw-driver (a small ring) was broken off during surgery. This event occurred during insertion of an acetabulum. There was no surgical delay, the small ring was retrieved and discarded. There was no harm to patient.